Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to sign in. A technical support specialist dialed into the station and logged into carefusion application, unchecked the out of service status and rebooted the station. After reboot, the station successfully logged in with no errors observed in the database synchronization and debug logs, then dialed into the server and verified synchronization information 2.0, confirming no errors were present; however, the station displayed a failed hardware icon, executed a storage space query and identified main drawer 1.13 as failed, advised the customer to log in to the station and attempt to recover the storage space. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user was unable to sign in. Customer tried to reboot the station due to hardware failure, after booting up the user was unable to sign in. However, there were no delays or adverse events or injuries reported based on this event.